Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.50/2.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Loss of bcva and refractive surprise was observed. Upon follow-up on (B)(6) 2019, the lens was rotated/displaced by 25 degrees not resolving the problem. The lens was removed and exchanged on (B)(6) 2019 with a longer length lens and the problem was resolved. Cause of the event is reported as "small size lens." As of patient's last visit on (B)(6) 2019 "lens stable after exchange and vault increased to 500 micron."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device code 1494: off label use: acd<3.0mm. "Upon follow-up on 06/may? 2019" should be corrected to "upon follow-up on 06/may/2019" claim#: (B)(4).